Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device could not be charged or discharged during self-test. The device was evaluated by the customer only. The customer replaced the battery and did the self-test again. But the reported problem still existed. The customer asked a third party to check the device, there was no further information regarding the tests performed, and how the cause was determined. However, the customer confirmed that the device was back to normal use after repairing the processor pca by a third party. Based on the information available and the testing conducted, the cause of the reported problem was processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : third party repair.